Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg became inoperable after an unrelated surgery on (B)(6) 2022 where the ipg was not set to surgery mode. As a result, the ipg was explanted and replaced.